Event description:
On (B)(6) 2013, it was reported that the pump emitted multiple loss of prime alarms. This complaint is being reported because the alleged issue was not resolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2015-product analysis:the device was returned and evaluated by product analysis on 01/21/2014 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related alarms; data relevant to the complaint date had been overwritten due to continued pump use. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The force sensor calibration was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.